Event description:
It was reported that this patient's communicator showed a red call doctor (rcd) alert which indicates a potential change in the patient's implanted device, that was not transmitted. After technical services (ts) helped the patient power-cycling the communicator, the issue was not resolved. Apparently, the patient only has the power cord without the cell adapter. Ts indicated that cell adapter has not been sent and refer the patient to the heart clinic for further actions. Further information was received indicating the rcd alert was triggered due to high shock impedance out-of-range (oor). The impedance trending gradually increases over time to the point of reaching oor measurements. No further details about this issue were provided. This right ventricular lead remains in service and no adverse patient effects were reported.